Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient underwent laparoscopic adjustable gastric banding. On (B)(6) 2010: motor vehicle accident. On (B)(6) 2011: the patient presented with low back pain. The pain radiates into the left hip and buttock and down the anterior aspect of the leg into the foot. She also notes she has numbness and tingling in the left anterior thigh. The patient walks with a limping and slow gait. Assessment: lumbar disc herniation w/ myelopathy; arthrodesis status post surgery; (B)(6) 2011 : the patient presented with a pre-operative diagnosis of spondylolisthesis l3-4 with herniation and radiculopathy. The patient underwent the following procedures: left anterolateral retroperitoneal approach to lumbosacral spine; l3-4 anterior discectomy with decompression of spinal canal; preparation of one large dose of rhbmp-2/acs; preparation of one 9 mm x 18 mm x 45 mm competitor's peek intervertebral fusion device; l3-4 anterior fusion with rhbmp-2/acs filled peek intervertebral fusion device; intraoperative fluoroscopy with guidance and interpretation. Per the op notes, a peek intervertebral fusion device was prepared. One rhbmp-2/acs sponge was placed on the right side of the disc through the discectomy. The prosthesis was then tapped home re-establishing disc height at l3-4 and reducing the spondylolisthesis and decompression the spinal canal. The last sponge of rhbmp-2/acs was placed on the left lateral side from vertebra to vertebra. It is reported that the patient fell while recovering and began to experience increased pain in the left knee. On (B)(6) 2011: the patient presented with complaints of excessive sleepiness with excessive dose of oxycontin and valium. Assessment: back pain; muscle spasms; hypertension; gastroesophageal reflux disease; constipation. On (B)(6) 2011: the patient presented with low back pain. The pain radiates into the left hip and buttock and down the anterior aspect of the leg into the foot. She also has numbness and tingling into the left anterior thigh. The pain radiates into the left hip and buttock and down the anterior aspect of the leg into the foot. She also has numbness and tingling into the left anterior thigh. The patient walks with a limping and slow gait. Assessment: lumbar disc herniation with myelopathy; arthrodesis status post-surgery (B)(6) 2011: the patient presented withlow back pain. The pain radiates into the left hip and buttock down the anterior aspect of the leg into the foot. She also has numbness and tingling in the left anterior thigh. The doctor stated the injury is 100% related to the mva that occurred in (B)(6) 2010. Assessment: lumbar disc herniation w/ myelopathy; arthrodesis, status post-surgery. On (B)(6) 2011: the patient presented with back pain, radiating into the left thigh. The patient has gait disturbance, light headedness, paresthesia, and myalgia. The patient has decreased rom of the left lower extremity at thigh level with difficulty ambulating. Assessment: low back pain; joint pain, left leg. On (B)(6) 2011: the patient presented for x-ray of the left knee. Impression: early degenerative changes of the left knee. No fracture seen. On (B)(6) 2011: the patient presented with low back pain that radiates into the left hip and buttock down the anterior aspect of the leg into the foot. She also has numbness and tingling in the left medial and anterior thigh to her knee. She does note spasms down her left leg. The patient has a mild limp and needs a cane to ambulate. Assessment: lumbar disc herniation w/ myelopathy; arthrodesis, status post-surgery. On (B)(6) 2011: the patient presented for a CT of the lumbar spine due to pain radiating to the left leg. Impression: l3-4, anterior and posterior fusion. There is bilateral l3 spondylolysis with slight anterolisthesis. It is noted that the disc spacer is centered to the left of midline with lateral margin extending beyond the disc space to the left. There is no osseous fusion anteriorly or posteriorly; mild l4-5 disc bulge. On (B)(6) 2011: the patient underwent MRI of the lumbar spine. Impression: l3-4 anterior and posterior fusion. There is minimal anterolisthesis due to bilateral l3 spondylolysis as described on prior study, there is no evidence of recurrent spinal stenosis or disc herniation; l4-5 mild disc bulge and mild narrowing of the foramina , particularly on the right. On (B)(6) 2011: the patient presented with left knee pain and numbness in the left knee and medial thigh. Her lateral left toes are numb after standing for a while. The patient's range of motion is limited. On (B)(6) 2011: the patient presented for a medication check. On (B)(6) 2011: the patient presented with neck and mid back pain w/ radiation to left greater than right shoulder and upper arm area, and low back pain left lower extremity on inner thigh to medial knee. The patient's range of motion is limited . Assessment: herniated lumbar disc; low back pain; neck pain; herniated cervical disc; (B)(6) 2011: the patient presented with neck, mid back and low back pain. The pain radiates into the shoulders and down the left arm with numbness and tingling in the left upper extremity. She also suffers from left sided occipital headaches. The patient's low back pain radiates into hips and buttocks down the inner aspect of the left leg and knee. Her left thigh is numb and the fourth and fifth digits of the left foot go numb as well. Assessment: cervical disc herniation; thoracic disc herniation; lumbar disc herniation ; arthrodesis, post surgery; cervical disc herniation with myelopathy; thoracic disc herniation with myelopathy. On (B)(6) 2011: the patient presented with a sore knee with some numbness. The patient has limited range of motion and muscle weakness. On (B)(6) 2011: the patient presented with lower back pain with lower left radiculopathy; numbness in the left anterior thigh to the distal left knee and nagging ache in the lower lumbar spine. The patient has limited range of motion and muscle weakness. On (B)(6) 2011: the patient presented with low back pain. The pain radiates into the left hip and buttock down the anterior aspect of the leg into the foot. She also notes she has numbness and tingling in the left medial and anterior thigh to her knee. Assessment: lumbar disc herniation with myelopathy; spondylolisthesis; arthrodesis, post-surgery. On (B)(6) 2011: the patient presented with a headache and new pain that is a burning sensation. The patient has pain with range of motion that is limited and muscle weakness. On (B)(6) 2011: the patient presented for electrodiagnostic testing of the bilateral lower extremities due to persistent back pain with radiation into bilateral lower extremities, worse on the left with numbness and tingling. Impression: left l4 and l5 radiculopathy, acute and left s1 radiculopathy, chronic. On (B)(6) 2011: the patient presented with low back and left thigh pain. On (B)(6) 2011: the patient presented with back pain. The rods are out of place, reportedly fell at the hospital after surgery. Emg showed left l4 and l5 radiculopathy, acute and left s1 radiculopathy. The patient's chronic pain is in the upper and lower back with radiation down arms and legs, worse with walking, and has weakness and depressed mood. The patient walks with a limp. Assessment: lumbar radiculopathy; spondylolisthesis; postsurgical arthrodesis status; cervical herniated disc; thoracic disc herniation. On (B)(6) 2011: the patient presented with muscle tightness and weakness. On (B)(6) 2011: the patient presented with neck pain, mid back pain, and low back pain. The cervical pain radiates into both shoulders, left arm and with pain into her left hand and fingers. The patient also reports pain radiating into both rib cages, left hip and buttock and down the anterior/medial aspect of the leg into the foot. She also reports numbness and tingling in the left leg with numbness and tingling into the left foot and toes. Assessment: lumbar disc herniation w/ myelopathy; left knee pain; low back pain; herniated lumbar disc. (B)(6) 2011: the patient presented with aching pain and soreness and muscle weakness. On (B)(6) 2011: the patient presented with numbness and pain in her lower back and muscle weakness. On (B)(6) 2011: the patient presented with back pain with left greater than right gluteal pain and left medial thigh paresthesias. X-rays taken show l3-4 posterior spinal instrumentation with an interbody device which appears to be proud on the left hand side. This is also visible on her MRI. On (B)(6) 2011: the patient presented with soreness, muscle weakness, (B)(6) 2011: the patient presented with pain in the low side of back into buttock, medial left thigh and knee. The patient reports spasms, numbness and tingling. Exam found the patient's lumbar lordosis was decreased, range of motion is limited with pain. Assessment: lumbar radiculopathy left; left knee pain; low back pain; herniated lumbar disc. On (B)(6) 2011: the patient underwent CT scan of the lumbar spine. Impression: postoperative change status post anterior lumbar discectomy bony fusion l3-4 with bone graft that extends slightly to the left of midline without bony. Posterior hardware fusion in satisfactory position and intact. There is minimal residual bulging disc at the operative level as well as inferior foramina narrowing at least slightly displacing exigentl3 roots; mild far right lateral disc protrusion herniation l4-5 extends in the right foramina to mildly displaced exiting l4 roots ; minimal mild degenerative change elsewhere lower thoracic lumbar spine, no other mass effect of displacement of neural structure;slight loss of lordosis minor multi-level anterior retrolisthesis scoliosis, chronic l3 pars defects. On (B)(6) 2011: the patient presented with dizziness, insomnia, depression, hypertension and urinary tract infection. Assessment: benign hypertension; gastroesophageal reflux disease; lower urinary tract infection; insomnia; dysthmia; dizziness; abnormal EKG. On (B)(6) 2011: the patient presented with left thigh pain. The CT scan shows the interbody at the l3 disc space to be proud and does not show that it is fused, rather bridging bone. On (B)(6) 2012: the patient presented with low back pain into bilateral buttocks into left leg into knee and groin area. The patient reports numbness and tingling and pain that radiates to the back, buttock, and bilateral legs. Limited range of motion with pain was noted. Assessment: left lumbar radiculopathy; left knee pain; low back pain; herniated lumbar disc (B)(6) 2012: the patient's cage at l3-4 is proud and the patient discussed having it removed. On (B)(6) 2012: the patient presented with back pain. Since patient's surgery in (B)(6) 2011, she has had increasing pain and discomfort from the instrumentation with subsequent numbness and tingling going down her left leg especially in her left upper thigh. Impression: history of chronic pain status post motor vehicle accident. Scheduled for revision. On (B)(6) 2012: the patient underwent x-ray of the chest. Impression: no significant interval change; no evidence for active disease. On (B)(6) 2012: the patient presented for a pre-operative evaluation and discussion of hypertension. Assessment: spondylolisthesis; benign hypertension; antiphospholipid antibody positive (B)(6) 2012: the patient presented with back and leg pain. The patient has had complications with her previous fusion and has elected to undergo revision. On (B)(6) 2012: the patient presented with the following diagnoses: migrated hardware; back pain; l3-4 nonunion . The patient underwent the following procedures: removal of 19 x 9 x 40 mm cage; replacement with expandable 40 x 9 to 13 x 18 mm cage; l3-4 fusion with rhbmp-2/acs and mastergraft ; cystoscopy; left ureteral stent placement. Per the op notes, the expandable cage was 9 x 13 and filled with one extra small kit of rhbmp-2/acs and mastergraft. The cage was placed under image guidance ap and laterally. No complications were noted. On (B)(6) 2012: the patient underwent x-ray of the lumbosacral spine. Impression: status post posterior fusion t l3-4 with l3-4 disc graft. Trace anterolisthesis of l3 on l4. No evidence of hardware or osseous fracture. The patient was discharged home. On (B)(6) 2012: the patient presented with improving pain but still some numbness in her thigh. Lumbar x-rays taken show the instrumentation in good position at l3-4 and the interbody cage is in good position. On (B)(6) 2012: the patient presented with shoulder pain following a motor vehicle accident. On (B)(6) 2012: the patient presented with improving pain but the numbness in her leg persists. The patient has mild weakness in the left quadriceps and hip flexors. Lumbar x-rays show the instrumentation in good position at l3-4 with interbody cage in good condition as well. On (B)(6) 2012: the patient presented with a cyst on her back, left leg pain, depression, hypertension and uti. Assessment: open comedone; lumbar radiculopathy; dysthymia; benign hypertension; dysuria. On (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: t12-l1 to l2-3 and l5-s1, no disc herniation or stenosis; l3-4, status post interbody fusion with disc spacer in proper position, no stenosis, posterior hardware in place; l4-5, diffuse broad based disk bulge, no stenosis. On (B)(6) 2012: the patient presented with some new pain that radiates down over the iliac crest, down the groin into the medial thigh, not below her knee. She has this on the left hand side, not on the right. On (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: t12-l1 to l2-3 and l5-s1, no disc herniation or stenosis. L3-4, status post interbody fusion with disc spacer in proper position, no stenosis, posterior hardware in place; l4-5, diffuse broad based disk bulge, no stenosis. On (B)(6) 2012: the patient presented with left leg numbness. MRI shows mild disc bulge at l4-5. On (B)(6) 2012: the patient presented with back pain. Assessment: low back pain with radiation and lower extremity paresthesia. On (B)(6) 2013: the patient presented with foul smelling urine and urinary frequency and pain w/ urination. Assessment: dysuria. On (B)(6) 2013: the patient presented with back pain and weakness of the left hand. She has speech that has been slightly dysarthric. Facial weakness was noted with her drooling on the left side of the mouth. Assessment: numbness (hypesthesia); focal torsion dystonia; lumbar radiculopathy. On (B)(6) 2013: the patient presented for MRI of the brain due to focal dystonia, numbness and weakness in both hands. Impression: essentially normal MRI of the brain. Incidentally noted is an enlarged extra-axial csf space at the level of the quadrigeminal cistern that is consistent with an arachnoid cyst . On (B)(6) 2013: the patient presented for follow up of MRI and emg and ncv. An unexpected finding was the left sided decreased sensation, left facial weakness and dystonia of the left foot. Assessment: focal torsion dystonia; lower back pain; lumbar radiculopathy. On (B)(6) 2013: the patient presented with lower back and left leg numbness from groin to knee. On (B)(6) 2013: the patient presented with neck pain, depression and for MRI results. Assessment: foot drop; cervical herniated disc; lumbar radiculopathy; dysthymia; arachnoid cyst. On (B)(6) 2013: the patient presented with pain and numbness in her left thigh. The left thigh weakness persists. The patient also reports neck pain and diminished sensation left l3. Cervical spine x-rays obtained show the disc space heights appearing to be well maintained, and no evidence of stability. There is a c7-t1 spondylolisthesis and there is moderate disc space narrowing at c5-6. On (B)(6) 2013: the patient presented with cervical spine and left leg pain. The patient reports left leg sciatica, knee pain, neck pain without radicular symptoms. She has had several injections in the knee, lumbar spine, and cervical spine with minimal relief. The patient has limited lumbar range of motion with pain. Assessment: low back pain; left lumbar radiculopathy; left foot drop ; herniated cervical disc; neck pain; knee pain (B)(6) 2013: the patient underwent x-rays of the cervical spine. Impression: mild degenerative changes at c5-6. On (B)(6) 2013: the patient was assessed by a sports medicine clinic for low back pain, lumbar radiculopathy, left foot drop, neck pain, knee pain, herniated cervical disk, post laminectomy and lumbar fusion. On (B)(6) 2013: the patient presented for a preventive exam. She has complaints of neck pain. The patient also reports neck and left arm pain, as well as muscle spasms in the back and leg. On (B)(6) 2014: the patient presented with continued complaints of neck and back pain. The pain does radiate from neck up into head causing frequent headaches. The pain does radiate from neck down into bilateral shoulder, primarily left shoulder. The pain radiates down from back into left side lower back, left hip, left leg, and left foot. The pain produces numbness, spasms, and tingling. The patient has decreased sensation in the left l5 distribution, left s1 distribution, left s2 distribution, and on the left foot. The patient has weakness of the left leg, and had muscle atrophy of the left side and left leg as well as an antalgic gait. Assessment: lumbar post laminectomy syndrome with back and leg pain; lumbar neuritis ; cervical discogenic neck pain. On (B)(6) 2014: the patient presented with a pre-operative diagnosis of post surgical back and leg pain with neuritis. The patient underwent placement of stimulator leads, use of fluoroscopy, and complex programming and set up of external controller unit status post trail leads placement. No complications were reported. On (B)(6) 2014: the patient presented with 80% relief of pain following spinal cord stimulator placement. Assessment: lumbar post laminectomy syndrome with back and leg pain. Status post successful scs trial 2 x 8 leads; lumbar neuritis; cervical discogenic neck pain. On (B)(6) 2014: the patient presented for x-rays of the chest. Impression: no acute/new lesion seen. On (B)(6) 2014: the patient had blood lab report completed. No abnormalities were found. The patient also had a urine analysis completed. On (B)(6) 2014: the patient presented stating she wanted a permanent spinal cord stimulator placed. It has contributed to 80% relief of chronic back and leg pain. The patient is menopausal and is retired and disabled. Impression: post-laminectomy syndrome, long term use of medications and cervical disk displacement, neuritis. On (B)(6) 2014: the patient presented with a preoperative diagnosis of chronic intractable post-surgical left and right back pain and left and right leg pain. The patient underwent permanent placement of stimulator lead for control of pain in right back, right leg, left leg, and left back. Permanent placement of a precision implantable pulse generator was also performed. Intra-operative fluoroscopy was also utilized. No patient complications were reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.